Manufacturer narrative:
Concomitant medical products: dvbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that it was discovered at a device check that the right ventricular (rv) lead had rising thresholds. The lead remains in use. No patient complications have been reported as a result of this event.